Manufacturer narrative:
Concomitant medical products: 6949 lead, implanted: unknown. Product event summary: the medial portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned without information, was analyzed and tested out of specification. No patient complications have been reported as a result of this event.